Event description:
It was stated that the customer was hospitalized for high blood glucose levels. No blood glucose reading was reported. Troubleshooting was offered, but the nurse stated that the doctor wanted someone to go to the hospital for troubleshooting. The representative was contacted and an insulin pump trainer was sent to the hospital for troubleshooting. The insulin pump trainer stated that she would assist the customer and would call back if further assistance was needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.